Event description:
It was reported that physician attempted to use a 5f celt to close a 5f antegrade puncture in the femoral artery and upon completing the steps, the implant was ejected into the vessel. Access site was controlled using manual compression. The patient was re-accessed from the contralateral groin and the celt implant was discovered in the tibioperoneal trunk. Post tibial access was also then initiated. From the contralateral groin the celt implant was snared and brought into the superficial femoral artery. Then, from the post tibial access a stent was deployed to pin the celt against the sfa wall. The patient was then discharged the same day without further incident.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint's files was not possible as lot number was not provided. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum ltd. Investigation findings code 4247 was used as no other feasible code was found for the preferred term "inconclusive".